Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels of 500 mg/dl and above 600 mg/dl. The caller stated that the customer had received no delivery alarms which were resolved by complete set changes. Troubleshooting for high blood glucose levels was declined. The insulin pump was not replaced or returned for analysis.